Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap diagnostic - "when o2 is connected to stopcock and stopcock open to let o2 in - then the o2 leaks rapidly out of the trocar."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The trocar was returned with the obturator inside the cannula and seal, causing the stretching and incomplete closure of the internal rubber components of the seal. Engineering functionally tested the unit, and it did not meet acceptance criteria due to the stretched and incomplete closure of the internal rubber components of the seal. The complainant's experience could not be replicated. The root cause of the loss of co2 could not be determined. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.